Manufacturer narrative:
Pump was received with motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor system. The motor passed motor test. Pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 7.1 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.